Event description:
Event description guidant received information that this pacemaker patient, has called technical services twice, reporting that he is now experiencing hiccups, or a burp, located in the lower chest cavity, in the morning when he is lying down and moves his leg to the side. He is not aware of this during the day. He recently had his previous device explanted for normal battery depletion, it was included in the recent field advisory for failure mode 1 and 2, he had questions about it's longevity.